Event description:
During a laparoscopy procedure, the physician touched the tip of a bipolar coagulation instrument. The bipolar generator was not activated at the time. The tip of the hand instrument felt overly hot to the physician. Use of the bipolar system was discontinued. No injury was reported.